Event description:
It was reported that the patient had low flow alarms. These alarms occurred after standing up too quickly, possibly orthostatic or positional. A review of the log file revealed low flow alarms. The recorded data contained no speed reductions or pump-stopped events. Motor speeds were as expected throughout. The patient had right ventricular dysfunction and has been given milrinone intravenously.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was asymptomatic when experiencing low flow alarms. The patient's right heart failure existed prior to ventricular assist device (vad) implant. A device-related issue did not cause or contribute to the right heart failure.

Manufacturer narrative:
Related manufacturer's reference number: (B)(4) (previous report of pre-existing right heart failure). Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account reported that the alarms occurred after the patient stood up too quickly and were possibly orthostatic or positional. The submitted log file contained events from 05may2023 through 22may2023. Numerous low flow events were captured throughout the file. No other notable events were observed. The pump appeared to function as intended and operated at the fixed speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas. Section 1 of this document also provides an explanation of pump parameters, including pump flow, and explains that pump flow is estimated from pump power. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 ¿surgical procedures¿ (under ¿implant procedures¿) outlines considerations for pump placement. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.